Manufacturer narrative:
(B)(4). Conclusion: to date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that the patient underwent a laparotomy procedure on (B)(6) 2016 and the suture was placed continuous on fascia skin across the abdomen. The patient was released to the recovery room and fascia skin dehisced. The patient was re-sutured with another like suture. During second procedure, the old knot and loop came out when the new loop was placed. Additional information has been requested.